Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air in line alarm. Detailed inquiry description: report received from facility. Per report "tonight my patient in ticu bed 15 received multiple medications late due to me being bedside with my other patient in ticu bed 16attempting to get multiple pumps to run. More than half of the drips formy patient in ticu bed 16 would not run due to repeated "air bubble "alarms, despite there being no visible air bubbles in the line. I spent nearly 1.5 hours at bedside with patient in ticu 16 attempting to get the pumps to run (some of which were pressors and could not be delayed). Unfortunately, this led to late medication administration and late documentation for both patients throughout my shift." No injury reported.